Event description:
The patient reported wearing the pod on the leg for longer than 48 hours. While wearing the pod, the patient experienced significant blood glucose fluctuations over a two-day period, ranging from hypoglycemia at 62 mg/dl to hyperglycemia over 300 mg/dl. The following day, the patient sought emergency medical attention due to symptoms of shakiness, lightheadedness, and dizziness associated with hyperglycemia. At the time of the event, the pod was in use, and insulin onboard was reported as 0.8 units. The patient was treated with oral glucose and apple juice and remained in the emergency room for about four hours before being discharged. The diagnosis provided was hypoglycemia. The physician advised the patient to operate in manual mode for one day before resuming automated mode.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.